Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass, cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that she fell off of her bike and her insulin pump flew off of her and got ran over by a car. The patient's blood glucose at the time of incident was 125 mg/dl. Troubleshooting was initiated for the physical damage and the customer confirmed that the screen was shattered. There was also cracks on the insulin pump casing. The customer was advised to revert to their back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.